Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the roller clamp of a clearlink system secondary medication set did not stop the infusion. This occurred while in use on a patient for an unspecified infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.